Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling it states, "biomet recommends that all instruments be visually inspected for wear and disfigurement, as well as tested to assure instruments are functioning properly, prior to use. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use." Examination of returned device found no evidence of product non-conformance. During the evaluation, the root cause was determined to likely be due to the instrument being used beyond it's useful life.

Event description:
It was reported patient underwent a proximal femoral nailing procedure on (B)(6) 2014. During the procedure, the tip of the drill fractured in the patient. The fractured fragment was removed and the procedure was completed with the set.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.